Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Surgery occurred on (B)(6) 2021 during which the existing lead was repositioned to address the issue.